Manufacturer narrative:
One device was returned for repair. Event history shows no related alarms. There was no prior service history. Primary problem of error code 45782 was confirmed in status screen. The code was cleared, and it did not repopulate. Unable to duplicate error code. No repairs were conducted. Software was updated. Device passed all functional testing.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error code 45782. This occurred during testing, and there was no patient involvement.